Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant, radiography revealed the atrial lead had fallen out of position. The lead was re-positioned (B)(6) 2019 and remained implanted. The patient was stable.